Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information: there was no patient harm or adverse outcome from this equipment failure. It is my understanding that they ¿replaced¿ the battery while it was still inserted into the rectum. This was in an attempt to not have to remove the inserted device. Even with the new battery in, the stapler would not fire. Unfortunately we cannot release equipment that had been used on a patient and will be unable to return it to you. (B)(4).

Event description:
See attached user facility medwatch.